Event description:
It was reported that the patient had an inappropriate shock due to the oversensing of noise. A review of the electrograms for the shock episode found significant rail-to-rail noise. The sensing vector at the time of the shocks was set to the primary sensing vector. Technical services advised some testing options. Since the pulse generator was being replaced for battery depletion, the doctor elected to replace the electrode as well. Both the pulse generator and the electrode were explanted and successfully replaced. There were no additional adverse patient effects.

Manufacturer narrative:
This supplemental report is being filed to provide to correct the lot number in d. Suspect medical device lot number section. The correct lot number is 109403.

Event description:
This supplemental report is being filed to provide to correct the lot number in d. Suspect medical device lot number section. The correct lot number is 109403. It was reported that the patient had an inappropriate shock due to the oversensing of noise. A review of the electrograms for the shock episode found significant rail-to-rail noise. The sensing vector at the time of the shocks was set to the primary sensing vector. Technical services advised some testing options. Since the pulse generator was being replaced for battery depletion, the doctor elected to replace the electrode as well. Both the pulse generator and the electrode were explanted and successfully replaced. There were no additional adverse patient effects.